Event description:
Device 2 of 2. Related manufacturer reference number: 3006705815-2019-04627. Follow up information identified the patient¿s issue has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04627. It was reported that the patient experienced lead site pain due to a possible infection. Surgical intervention took place to explant the patient's trial leads. The patient was administered antibiotics.